Manufacturer narrative:
The sensor kit expiration date is 31 jul 2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
The customer reported that on (B)(6) 2020, a message of "sensor malfunction" was received on the adc freestyle libre sensor. The customer further reported being incoherent and received a blood glucose reading of 30 mg/dl was obtained on an unspecified device. The customer was unable to self-treat and the paramedic was called. Upon their arrival, the customer was treated with a glucose drink and taken to a hospital where he was given food as treatment. There was no report of death or permanent injury associated with this event.